Event description:
Per the clinic, the device was explanted on (B)(6) 2025, due to pain, discomfort and lack of benefit. Additional information has been requested but it has not been made available as of the date of this report.